Manufacturer narrative:
No leakage of air from the components was observed in the air leak test. One device was received for investigation. It was not possible to perform the device analysis to replicate the issue experienced by the customer. The reported complaint is not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the care team performed a leak check for the device and determined that there was a leak. There was unknown patient harm reported as a result of the event.